Event description:
Philips received a complaint by the customer on the v60 indicating that the device touchscreen had a misalignment in the touch position. It was reported there was no patient involvement at the time the issue was discovered. The authorized service provider (asp) evaluated the device and confirmed the reported problem. Since the issue was not resolved by calibrating the touchscreen, the touchscreen was replaced then the issue was resolved. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: the removed touchscreen was returned to the product investigation lab (pil). The pil technician installed the touchscreen into a pil ventilator to duplicate the reported issue. Pil tech verified that the touch screen passed all resistance testing. The flex cable circuit resistance verification testing and resistance ratio testing are the factors that verify a functional and good working touch screen. Therefore, this investigation has resulted in a no fault found. H11: d4 - product UDI #.